Manufacturer narrative:
The device was not returned for evaluation. Review of the device history records was not possible as the lot number for the device is unk. The cause for the reported "steampop" is unk. Date report submitted to FDA by manufacturer: 02/07/2011. Date the initial reporter provided the information to the manufacturer: (B)(6) 2011.

Event description:
It was reported a "steampop" occurred while ablating in the left atrium with the generator set at 30 watts and the irrigation flow rate of 17cc/minute. The pt developed a cardiac tamponade which required surgical repair. The pt was reportedly stable following surgery.